Event description:
The reporter contacted animas on (B)(6) 2015 alleging a display (dim/fading/color spectrum) issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved after troubleshooting.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2015 with the following findings: during testing, the display screen was dim and discolored. Unrelated to the complaint, the returned battery cap had stripped threads. A test cap was used to complete investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.